Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, when attempting to deploy the flexima biliary stent, the inner guide catheter did not move. When pulled further, the guide catheter stretched and broke. The device was removed from the patient and the procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event.